Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the femur was being reamed distally for this procedure , however, there was a strange jerking motion on the shaft. After investigation, the plastic from the sheath had ripped straight through leaving the reamer and the distal part of the plastic shaft in the canal. They were able to remove it with no consequence to the patient. The surgery was prolonged about 20 minutes. The broken part was removed from the patient. No information available about patient condition and outcome. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).